Manufacturer narrative:
Additional device product codes: mnh, mni, kwq, kwp. Implant date in 2013. Exact date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. A manufacturing evaluation was completed: the device was received intact. Unfortunately we are not able to determine the exact cause why the locking cap became loose which resulted that the set screw came off the pedicle screw. If insufficient tightening during insertion or a possible incident of the patient caused the loosening of the unit is not known. The visual inspection has not shown any damages on the returned parts. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. The device history record reviews revealed that the dimensions of the returned articles were found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient metalwork was revised and new metal was inserted and locked down, resolving the issue. Surgeon was satisfied with the outcome. Patient operation went smoothly. Patient is out of hospital and recovering well.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states that one of the locking caps came loose. The set screw came off the pedicle screw. A revision surgery was performed on the patient and the outcome was reported to have gone well. This is report number 1 of 7 for com-(B)(4).